Event description:
We received an allegation of discrepant results for 1 patient sample tested for sodium (na) and potassium (k) on a cobas c 303 analytical unit. The initial na result was 152 mmol/l. The repeat result was 144 mmol/l. The initial k result was 4.0 mmol/l. The repeat result was 4.5 mmol/l. The operator questioned the high na result and repeated the sample. The repeat results were believed to be correct. No questionable results were reported outside of the laboratory.

Manufacturer narrative:
The na electrode lot number was gdp45. The k electrode lot number was exy84. The expiration dates were not provided.